Event description:
It was reported that the patient had dementia and that the device went to a non-programmable rate, the wireless telemetry was no longer available and the patient's name was shown as question marks. The device was reprogrammed and remains in use. It was also reported that the right ventricular lead had low impedance post shock. The lead remains in use. It was noted that the patient was going to be admitted, monitored, and pharmacology changes made. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.